Manufacturer narrative:
Device not yet received for evaluation. A follow-up report will be submitted following the completion of the device evaluation.

Event description:
Baxter brazil reports fourteen incidents of broken fibers noted w/use of ca-hp dialyzer. No reuse was indicated. All incidents occurred at the onset of the patient treatment. No patient injury or medical intervention associated with these reports.